Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported hematoma could not be determined. There is no indication that the device did not perform as intended or was the cause of the reported pain and pain tolerance is subjective and difficult to quantify.

Event description:
It was reported that the total duration of the manual compression was less than 30 minutes.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. However, pain tolerance is subjective and difficult to quantify. There is no indication that the device did not perform as intended or was the cause of the reported pain. A review of the lhr was not possible as the lot number was not provided.

Event description:
The following information was reported: it was noted that the patient had pain during the initial procedural sheath insertion and also had pain during the mynx ace vascular closure device sheath insertion. The mynx ace vascular closure device was prepped per protocol. The procedural sheath was exchanged out for the mynx ace vascular closure device sheath without incident. The mynx ace vascular closure device was deployed per protocol without incident. The device was removed and manual pressure was held for 5 minutes. Due to the patient's high blood pressure (141/93), the patient received heparin during the procedure as well as aspirin and brillenta. When the radiology technologist released pressure after 5 minutes and removed the drape, a hematoma of over 6 cm was noted distal to the stick site. It is unsure if the hematoma was always there or happened as a result of the closure. The physician was notified but was also not sure if the hematoma was as a result of the closure. Manual pressure was held for less than 30 minutes and hemostasis was achieved. The site was dressed per hospital protocol. The patient's hospitalization was not prolonged as a result of the mynx event. Procedure type: intervention coronary vessel size: 5 mm sheath size: 6f stick location: medium.